Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through steps to reset the pump with the assistance of technical support, and it was confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccurred, with a follow-up attempt planned to ensure resolution.